Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -13.5/+3.0/089 into the patient's right eye (od) on (B)(6) 2019. Due to low vault the lens was removed on (B)(6) 2022. Later on (B)(6) 2022 a lens of longer length was implanted and this resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
Claim# (B)(4).